Event description:
It was reported that anti-tachycardia pacing (atp) was delivered while an arrhythmia was detected in the ventricular tachycardia (vt) zone with atrial and ventricular rate at 168 beats per minute (bpm). A total of sixteen burst of anti-tachycardia pacing (atp) was delivered which exhausted therapy in this zone. It was noted that the anti-tachycardia pacing (atp) was inappropriate due to an atrial driven arrhythmia. No adverse patient effects were reported. The device remains implanted.